Manufacturer narrative:
The customer's reported complaint was not confirmed during functional testing. Evaluation of the returned solex catheter indicated that the catheter performed as per specifications. All lumens flushed as intended. No leaks were noticed during functional testing and after running with ivtm system. Functional testing of the returned catheter was performed; all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. Further investigation, the units (returned solex catheter andin-house test start-up kit) were connected to an ivtm system and ran on max cooling for approximately 3 days; no leaks were observed. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for solex catheter lot#: 64989.

Event description:
On (B)(6) 2017, at 7:17pm pst, it was reported that the nursing staff had called zoll technical support after getting a console error message stating, "air trap fault." Nurse stated "after reviewing set-up, it was discovered that the 500ml normal saline bag was empty." Technical support instructed the nurse to "disconnect the start-up kit from the patient and troubleshoot." The solex 7 catheter flushed well in and out, indicating that a leak could not be confirmed. The nurse was unable to find another area in which the system could have been losing normal saline. The nursing staff was instructed to hang a new bag of normal saline and re-prime the start-up kit. The site choose to continue using the catheter, and will monitor second normal saline bag closely. On (B)(6), 9:11pm. The rn nurse stated it was "three-fourths full." The clinical field specialist received a call from the nurse. On (B)(6), 4:55am, and was notified that the machine was alarming and the 500ml normal saline bag was empty. Almost 8 hours had passed nurse had already disconnected the start-up kit from the patient and hung another 500ml bag of normal saline. Rn nurse was questioning the cfs about how to re-prime the start-up kit. The cfs explained that the circuit shouldn't be losing fluid, that it is a close-looped system. It was reported that the patient had a core temperature of 38.0c since being disconnected from the machine. It was reported that the set target temperature on the machine was 37.5c. The cfs questioned if saline was noticed anywhere else (around the machine, in the patient's bed, etc.). Attending nurse was going to assess this carefully and call back. The cfs received a call back from the attending nurse at 5:11am. Nurse realized she had spiked a small hole in the current saline bag. She stated she had replaced the bag in which she spiked a hole in and marked the current level of saline in the bag. It was reported by the attending nurse that the patient's temperature was controlled all night at the set target temperature of 37.5c until being disconnected from the machine. The cfs received a call back from attending nurse at 6:45am stating that the saline level had dropped "just slightly" below the previous mark she had made. The start-up kit was then disconnected from the catheter and the machine was turned off. On (B)(6), it was reported that when the solex 7 catheter dressing was removed, they noted moisture underneath the dressing around the catheter insertion site. It was reported that when the solex 7 catheter was removed, there was blood return from the saline in' port in the 20ml slip tip syringe upon collapsing the balloons. The solex 7 catheter was picked up from the site by a zoll representative and taken to the zoll circulation office in san jose for inspection. No further information was reported. No patient harm or consequences was reported.